Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports lancet did not retract after firing. The lancet accidentally stuck the nurse. No adverse event or medical attention was needed. Return of suspect device was requested and replacement was sent.